Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing getting detached events on 02-may-2024. Location of detachment (i.e. Is detachment close to site location quick release/site connector tubing connector. Activity leading up to the event i.e. Swimming, sitting, sleeping, outdoor event and cleaning the house. Infusion set has been used for 3 days. The blood glucose level was 120mg/dl. No further information available